Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, headache-ndr, pain-ndr, anxiety-product/procedure, visibility/palpability.

Event description:
Patient reported right side rupture. Patient further reported that "now the implant is bulging from the right side of my chest" and "I am scared and can barely get out of bed." Additionally, patient reported "bad headaches" and neck pain, joint pain, and ear pain which have been deemed not related to the device. Healthcare provider confirmed events. Affected side is right. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Patient reported right side rupture. Patient further reported that "now the implant is bulging from the right side of my chest" and "I am scared and can barely get out of bed." Additionally, patient reported "bad headaches" and neck pain, joint pain, and ear pain which have been deemed not related to the device. Healthcare provider confirmed events. Affected side is right. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and creases flat. No other observation observed. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.